Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump errors 54 and 3 occurred during testing; however, pump error 54 and pump error 3 are found in the device history file due to software errors.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error during basal. The customer¿s blood glucose value was 5.3 mmol/l. The customer was assisted with troubleshooting and reported that they were able to clear and not able to rewind the insulin pump. The customer advised that the insulin pump should be replaced and refer to back up plan. The insulin pump will be returned for analysis.